Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident ranged from 300 to 500 mg/dl. Customer's current blood glucose was 250 mg/dl. Customer reported that her tester is not connecting to her pump. Customer thinks that insulin is not getting delivered causing high blood glucose levels. Customer reported that she changed the infusion set and it was not bent. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.